Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 40mm from the distal tip. A piece measuring approximately 5.3mm x 5.9mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was found to have a dislodged proximal clevis at the distal end. The complaint regarding bent pliers was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a bent plier. The procedure was completed with no reported injury.